Event description:
In 2009, the lay-user/patient contacted lifescan alleging that a one touch ultra meter would not power on. The pt claimed that the meter stopped powering on after the device was dropped. He claimed that the issue started a day prior at 10:00 pm. Four and half hours after the alleged issue began, the pt claimed that he developed symptoms of sweating and nervousness. Fifteen minutes after the symptoms started, the pt administered self-care by eating food and/or drinking a beverage. The alleged meter issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluated it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.